Manufacturer narrative:
Delayed inflammatory reactions that may manifest as angioedema / oedema weeks to years after injection are well-known and documented reactions in the context of hyaluronic acid dermal filler injections. They may be related to a delayed immune response or to a bacterial infection. They can be triggered by patient predisposition, trauma, vaccines, or infections. Additionally, this patient had an auto immune disease (autoimmune thyroiditis) and took betablocker treatment (bisoprolol) which constitutes a contraindication. Therefore, this constitutes an off-label use for which the safety and performance of the product cannot be guaranteed. This is default text configured for block h10.

Event description:
Inflammation may have become chronic - activated the patient's immune system [dermal filler reaction] ([skin oedema]), autoimmune thyroiditis [contraindicated device used] , bisoprolol treatment [contraindicated device used] . Case narrative: on 28-feb-2025, the italian subsidiary notified teoxane geneva about an adverse event. According to the information received, the patient was injected in (B)(6) 2024 with the following products: rha 4 in the chin and in the malar area (rc/2503001) ultra deep in the chin (rc/2503002) rha 3 in the lips (current complaint). The exact dates of injections, the quantities of injected products, the accessories and the technique were unknown. Approximately 8 months after the injections, end of (B)(6) 2024, the patient experienced oedema, swelling, pain and hardening of the gel without formation of nodules in the chin. After one day the oedema disappeared. Few days later, the patient experienced a new oedema in the lips which resolved after one day. After unspecified period of time, the same event happened in the cheeks. The patient experienced intermittent oedema until end of (B)(6) 2024 the patient experienced generalized oedemas in all injected area. The patient took an anti-inflammatory treatment (deltacortene 15 mg) until the end of (B)(6) 2025 and the symptoms improved. 3 weeks later, on 20-feb-2025, new episode of oedema occurred as well as hardening of gel in the chin which resolved after one day without any treatment. According to the information received on (B)(6) 2025, the local medical expert was contacted for guidance. The later recommended an ultrasound. According to the information received on (B)(6) 2025, the patient performed blood tests that were normal and no autoimmune disease or reaction was detected but the symptoms were improving at that time. No triggers have been identified (ongoing medical treatment, past injections, disease, vaccinations, dental treatments, vasodilatory stimuli...) And the injector was considering the injection of hyaluronidase. According to the information received on (B)(6) 2025, all symptoms resolved and no new episode of swelling occurred. The patient was out of italy and did not schedule any appointment for an ultrasound exam. Therefore, the case was closed. On (B)(6) 2025, we were informed that before new injections, the patient had an ultrasound exam showing the filler was reabsorbed and that the tissues were not inflamed. Therefore, a new injection of rha 1 in the perioral area was done in 2025. Around (B)(6) 2025, the patient experienced transient oedema in the same anatomical areas that had been injected in 2024 (cheekbones, chin, pre-jowl and lips). In the following days, the patient also experienced oedema in the peroral area where she was injected in 2025 with rha 1. A local medical expert was contacted and suspected that, even if the filler was not noticeable at the ultrasound exam, some small traces were still present which reactivated the immune system of the patient. The expert thought that the patient had a very reactive immune system and that the inflammation may have become chronic in the tissues where the filler was injected. On (B)(6) 2025, the patient performed blood tests (tsh, t3, t4, anti-tpo ab, anti-tg ab, ana, anca were normal) which concluded to a recurrent angioedema diagnosis. The patient experienced the last episode of oedema on (B)(6) 2025 and was treated with antihistamines (robilas 20mg) and the symptoms slightly improved. To complete the diagnosis, it was recommended to perform c3, c4 (current c1 inhibitor), total ige, urinalysis, stool parasitology, stool culture, fecal h. Pylori antigen, and to complete abdominal ultrasound. If no improvements were noticed after the antihistamines, it was recommended to start anti-inflammatory treatment (bentelan). In the meantime, the local medical expert also organized an allergy consultation with the patient at the clinic. According to the information received on (B)(6) 2025, the patient did not have oedema anymore at this date and was fine but considering the severity of the case, it was assessed as reportable for angioedema according to the information received on (B)(6) 2025, the patient performed blood tests and was still waiting for the results. According to the information received on (B)(6) 2025, the diagnosis was finally not determined however blood tests revealed an autoimmune thyroiditis disease. Based on these results, the injector assessed that it would seem plausible that the patient did not have an angioedema but oedema that was transient and recurrent since there was an autoimmune disease that activated the patient's immune system. Based on this new information and considering the severity of the symptoms, the case was reported as a follow-up for an inflammation with oedema as co-manifestation. Despite several reminders no additional information was retrieved, therefore the case was closed as this. Case comments: alawami, a. And tannous, z., 2020. Late onset hypersensitivity reaction to hyaluronic acid dermal fillers manifesting as cutaneous and visceral angioedema. Journal of cosmetic dermatology, 20(5), pp.1483-1485. Chiang, y.z., pierone, g. And al-niaimi, f. (2016) ¿dermal fillers: pathophysiology, prevention and treatment of complications¿, journal of the european academy of dermatology and venereology, 31(3), pp. 405¿413. Chung, k., convery, c., ejikeme, I. And ghanem, a., 2019. A systematic review of the literature of delayed inflammatory reactions after hyaluronic acid filler injection to estimate the incidence of delayed type hypersensitivity reaction. Aesthetic surgery journal, 40(5), pp.np286-np300. Cormac convery, emma davies, gillian murray, lee walker, 2021 "delayed-onset nodules (dons) and considering their treatment following use of hyaluronic acid (ha) fillers". J clin aesthet dermatol. 14(7):e59¿e67 decates, t., kadouch, j., velthuis, p. And rustemeyer, t., 2021. Immediate nor delayed type hypersensitivity plays a role in late inflammatory reactions after hyaluronic acid filler injections. Clinical, cosmetic and investigational dermatology, volume 14, pp.581-589. Funt, d., 2022. Treatment of delayed-onset inflammatory reactions to hyaluronic acid filler: an algorithmic approach. Plastic and reconstructive surgery - global open, 10(6), p.e4362. Ibrahim, o., overman, j., arndt, k. And dover, j., 2018. Filler nodules: inflammatory or infectious? A review of biofilms and their implications on clinical practice. Dermatologic surgery, 44(1), pp.53-60. Kokoska, r., lima, a. And kingsley, m., 2022. Review of delayed reactions to 15 hyaluronic acid fillers. López pérez, v., 2022. Covid-19 and dermal fillers: should we really be concerned?. Actas dermo-sifiliográficas, 113(9), pp.t888-t894. Marusza, w., olszanski, r., sierdzinski, j., ostrowski, t., szyller, k., mlynarczyk, g. And netsvyetayeva, I., 2019. Treatment of late bacterial infections resulting from soft-tissue filler injections. Infection and drug resistance, volume 12, pp.469-480. Marwa, k., & kondamudi, n. P, 2022. Type IV hypersensitivity reaction. Statpearls. Statpearls publishing. Mikkilineni, r., wipf, a., farah, r. And sadick, n., 2020. New classification schemata of hypersensitivity adverse effects after hyaluronic acid injections: pathophysiology, treatment algorithm, and prevention. Dermatologic surgery, 46(11), pp.1404-1409. Modarressi, a., nizet, c. And lombardi, t., 2020. Granulomas and nongranulomatous nodules after filler injection: different complications require different treatments. Journal of plastic, reconstructive & aesthetic surgery, 73(11), pp.2010-2015. Moran, m., nieto-lopez, f. And rueda-carrasco, j., 2022. Lipoteichoic acid and molecular weight of hyaluronic acid could explain the late inflammatory response trigger by hyaluronic acid fillers. Journal of cosmetic dermatology,. Snozzi, p. And van loghem, j., 2018. Complication management following rejuvenation procedures with hyaluronic acid fillers¿an algorithm-based approach. Plastic and reconstructive surgery - global open, 6(12), p.e2061. Trinh, l.n., mcguigan, k.c. And gupta, a. (2022) ¿delayed granulomas as a complication secondary to lip augmentation with dermal fillers: a systematic review¿, the surgery journal, 08(01). Turkmani, m., de boulle, k. And philipp-dormston, w., 2019. Delayed hypersensitivity reaction to hyaluronic acid dermal filler following influenza-like illness. Clinical, cosmetic and investigational dermatology, volume 12, pp.277-283. Vedamurthy, m. (2018) ¿beware what you inject: complications of injectables¿dermal fillers¿, journal of cutaneous and aesthetic surgery, 11(2), p. 60.

Manufacturer narrative:
According to the information received this case seems to be linked to recurrent angioedema. Delayed allergic reactions that may manifest as recurrent angioedema weeks to years after injection are well-known and documented reactions in the context of hyaluronic acid dermal filler injections. They are immune-mediated reactions that can be triggered by patient predisposition, trauma, vaccines, or infections. Adequate treatment usually leads to a good resolution of the symptoms, without sequelae. In addition, the risk of such reactions is mentioned in the instructions for use of teoxane products. This is default text configured for block h10.

Event description:
Oedema - swelling - recurrent angioedema - inflammation [angioedema]. Case narrative: on (B)(6) 2025, the italian subsidiary notified teoxane geneva about an adverse event. According to the information received, the patient was injected in (B)(6) 2024 with the following products: - rha 4 in the chin and in the malar area (rc/2503001). - ultra deep in the chin (rc/2503002). - rha 3 in the lips (current complaint). The exact dates of injections, the quantities of injected products, the accessories and the technique were unknown. Approximately 8 months after the injections, end of (B)(6) 2024, the patient experienced oedema, swelling, pain and hardening of the gel without formation of nodules in the chin. After one day the oedema disappeared. Few days later, the patient experienced a new oedema in the lips which resolved after one day. After unspecified period of time, the same event happened in the cheeks. The patient experienced intermittent oedema until end of december and on (B)(6) 2024 the patient experienced generalized oedemas in all injected area. The patient took an anti-inflammatory treatment (deltacortene 15 mg) until the end of (B)(6) 2025 and the symptoms improved. 3 weeks later, on (B)(6) 2025, new episode of oedema occurred as well as hardening of gel in the chin which resolved after one day without any treatment. According to the information received on (B)(6) 2025, the local medical expert was contacted for guidance. The later recommended an ultrasound. According to the information received on (B)(6) 2025, the patient performed blood tests that were normal and no autoimmune disease or reaction was detected but the symptoms were improving at that time. No triggers have been identified (ongoing medical treatment, past injections, disease, vaccinations, dental treatments, vasodilatory stimuli...) And the injector was considering the injection of hyaluronidase. According to the information received on (B)(6) 2025, all symptoms resolved and no new episode of swelling occurred. The patient was out of italy and did not schedule any appointment for an ultrasound exam. Therefore, the case was closed. On (B)(6) 2025, we were informed that before a new injection, the patient had an ultrasound exam showing the filler was reabsorbed and that the tissues were not inflamed. Therefore, a new injection of rha 1 in the perioral area was done on 2025 (rc/2509061). Around (B)(6) 2025, the patient experienced transient oedema in the same anatomical areas that had been injected the previous year (cheekbones, chin, pre-jowl and lips). A local medical expert was contacted and suspected that, even if the filler was not noticeable during the ultrasound exam, some small traces were still present which reactivated the immune system of the patient. The expert thought that the patient had a very reactive immune system and that the inflammation may have become chronic in the tissues where the filler was injected. According to the information received on (B)(6) 2025, the patient performed blood test concluding to a recurrent angioedema diagnosis. At this date the patient did not have any oedema and was fine. Considering the seriousness of the case, it was assessed as reportable. To complete the diagnosis, it was recommended to perform c3, c4 (current c1 inhibitor), total ige, urinalysis, stool parasitology, stool culture, fecal h. Pylori antigen, and complete abdominal ultrasound. The patient was prescribed antihistamines (robilas 20mg) and if no improvements were noticed to start anti-inflammatory treatment (bentelan). The local medical expert organized an allergy consultation with the patient at the clinic. According to the information received on (B)(6) 2025, the patient performed blood tests and wait for the results. At the time of this report, no additional information was obtained but evolution of symptoms is being monitored. Case comments: alawami, a. And tannous, z., 2020. Late onset hypersensitivity reaction to hyaluronic acid dermal fillers manifesting as cutaneous and visceral angioedema. Journal of cosmetic dermatology, 20(5), pp.1483-1485. Chiang, y.z., pierone, g. And al-niaimi, f. (2016) ¿dermal fillers: pathophysiology, prevention and treatment of complications¿, journal of the european academy of dermatology and venereology, 31(3), pp. 405¿413. Chung, k., convery, c., ejikeme, I. And ghanem, a., 2019. A systematic review of the literature of delayed inflammatory reactions after hyaluronic acid filler injection to estimate the incidence of delayed type hypersensitivity reaction. Aesthetic surgery journal, 40(5), pp.np286-np300. Cormac convery, emma davies, gillian murray, lee walker, 2021 "delayed-onset nodules (dons) and considering their treatment following use of hyaluronic acid (ha) fillers". J clin aesthet dermatol. 14(7):e59¿e67 decates, t., kadouch, j., velthuis, p. And rustemeyer, t., 2021. Immediate nor delayed type hypersensitivity plays a role in late inflammatory reactions after hyaluronic acid filler injections. Clinical, cosmetic and investigational dermatology, volume 14, pp.581-589. Funt, d., 2022. Treatment of delayed-onset inflammatory reactions to hyaluronic acid filler: an algorithmic approach. Plastic and reconstructive surgery - global open, 10(6), p.e4362. Ibrahim, o., overman, j., arndt, k. And dover, j., 2018. Filler nodules: inflammatory or infectious? A review of biofilms and their implications on clinical practice. Dermatologic surgery, 44(1), pp.53-60. Kokoska, r., lima, a. And kingsley, m., 2022. Review of delayed reactions to 15 hyaluronic acid fillers. López pérez, v., 2022. Covid-19 and dermal fillers: should we really be concerned?. Actas dermo-sifiliográficas, 113(9), pp.t888-t894. Marusza, w., olszanski, r., sierdzinski, j., ostrowski, t., szyller, k., mlynarczyk, g. And netsvyetayeva, I., 2019. Treatment of late bacterial infections resulting from soft-tissue filler injections. Infection and drug resistance, volume 12, pp.469-480. Marwa, k., & kondamudi, n. P, 2022. Type IV hypersensitivity reaction. Statpearls. Statpearls publishing. Mikkilineni, r., wipf, a., farah, r. And sadick, n., 2020. New classification schemata of hypersensitivity adverse effects after hyaluronic acid injections: pathophysiology, treatment algorithm, and prevention. Dermatologic surgery, 46(11), pp.1404-1409. Modarressi, a., nizet, c. And lombardi, t., 2020. Granulomas and nongranulomatous nodules after filler injection: different complications require different treatments. Journal of plastic, reconstructive & aesthetic surgery, 73(11), pp.2010-2015. Moran, m., nieto-lopez, f. And rueda-carrasco, j., 2022. Lipoteichoic acid and molecular weight of hyaluronic acid could explain the late inflammatory response trigger by hyaluronic acid fillers. Journal of cosmetic dermatology,. Snozzi, p. And van loghem, j., 2018. Complication management following rejuvenation procedures with hyaluronic acid fillers¿an algorithm-based approach. Plastic and reconstructive surgery - global open, 6(12), p.e2061. Trinh, l.n., mcguigan, k.c. And gupta, a. (2022) ¿delayed granulomas as a complication secondary to lip augmentation with dermal fillers: a systematic review¿, the surgery journal, 08(01). Turkmani, m., de boulle, k. And philipp-dormston, w., 2019. Delayed hypersensitivity reaction to hyaluronic acid dermal filler following influenza-like illness. Clinical, cosmetic and investigational dermatology, volume 12, pp.277-283. Vedamurthy, m. (2018) ¿beware what you inject: complications of injectables¿dermal fillers¿, journal of cutaneous and aesthetic surgery, 11(2), p. 60.